Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. The lead was capped and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: h6 previously reported as "high impedance", now corrected to "impedance problem". B5 corrected to mention low impedance.

Event description:
The lead exhibited both abnormally high and low defibrillation impedance.